Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transvenous left ventricular (lv) lead exhibited high thresholds and non-capture. It was noted that the patient's tissue was questionable. The lead was capped and an epicardial lead was implanted. No patient complications have been reported as a result of this event.